Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the pt's esophagus, but would not deploy from the delivery sys. The handpiece broke when the physician attempted to deploy the capsule. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when add'l info is received from the hcp.